Manufacturer narrative:
(B)(4). Cardiohelp (serial number (B)(4)) was received by the maquet (B)(4) service center for repair. Per service report (B)(4), the rotary knob was replaced. (B)(4).

Event description:
On (B)(6) 2012, it was determined that cardiohelp (serial number (B)(4)) had a defective rotary knob because the speed could only be adjusted via the display. .